Event description:
The reporter stated the surgeon inserted a 20.5 diopter cq2015a collamer aspheric three piece lens and the haptic sheared off. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision. The reporter stated the injector plunger overrode and tore the haptic upon insertion. The reporter stated the injector had been used multiple times.

Manufacturer narrative:
The product for this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Eval codes: conclusion - (other): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize potential for damaging the lens.